Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/cc at 700 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. The patient's medical history included a brain tumor. It was reported a catheter access port (cap) study was performed on (B)(6) 2016 and they were unable to withdraw cerebrospinal fluid (csf). A possible catheter revision was to be done on (B)(6) 2016. The patient seemed like he was getting some therapy but the hcp noted the patient's spasticity was getting worse. No interventions were performed as of the date of this report. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' Surgical intervention did not occur but was planned and scheduled. It was later reported the cause of the inability to aspirate the cap was not known but hopefully would be found out during the revision surgery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was reported that the catheter was removed and replaced. One centimeter was trimmed and good cerebrospinal fluid flow occurred after system connected. The dose was restarted at 100mcg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.